Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. During manipulation of the flexibility ablation catheter in the left atrium the patient became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis stabilized the patient. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined and may be procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.